Manufacturer narrative:
Reported event: customer reported that the release on the back of parallel ee sn (B)(4) had broken off. Device evaluation and results: device evaluation was not performed and the parallel hip end effector event was not confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 09-11-2012. (B)(4) were accepted with no reported discrepancies, this includes the returned device. (B)(4) was dispositioned according to npr 11-07-0127. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 205020, serial number: (B)(4), lot #: 06230811, RMA #: 226216. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Quarterly trend request #860 will continue to monitor for events related to this device. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. After impacting the cup, the release on the back of the parallel end effector had broken off. This did not affect the case and the case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. After impacting the cup, the release on the back of the parallel end effector had broken off. This did not affect the case and the case was completed successfully.